Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had cauterization markings that could not be removed. There was no report of patient involvement.